Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for urinary dysfunction/sacral nerve stim. And gastrointestinal/pelvic floor reported they were in pain as of (B)(6) so they went to the emergency room on (B)(6) because of the pain related to their therapy. The emergency room gave them pain medications but those didn¿t work so they went back to the hospital last night where they were still there currently. Due to this the consumer wanted to speak with the manufacturer¿s representative (rep) because they were in a lot of pain and thought they ¿messed up the device,¿ and wanted to turn therapy off. During the call therapy was initially on and set at 0.0 volts, but the consumer was walked through turning therapy off and it was reported the rep. Also turned therapy off.no further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.